Manufacturer narrative:
Not necessary at this time.

Event description:
The pt at the surgical specialty ctr was being prepared for surgery when it was discovered that the uep (7-200) support accessory mechanism did not function properly, i.e. The ball screw (knurl knob) cross- threaded because of improper use by someone at the hosp and the physician was unable to adjust same. Another uep 7-200 uep had to be located by the technician to continue with the preparation of the pt for surgery. Consequently, the pt had to be put under anesthesia for an add'l period of time (possibly compromising the patient's health - so that the backup uep 7-200 could be properly prepared). According to the orthopedic team leader the pt was not harmed and there was no re-operation necessary. The uep 7-200 was rendered non-functional and sent back to mcconnell orthopedic mfg under the auspices of a svc issue. Complaint (B)(4) was summarily filed.